Event description:
Caller reported that t:slim x2 pump battery would not charge and described a power source alert during the issue. Despite manually turning the pump off, it turned back on without troubleshooting, and there was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Tandem technical support informed the caller about resetting insulin and cgm settings after the pump is turned off and advised monitoring. A replacement usb cable and wall adapter were approved for two-day shipping.